Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump pressure is too high. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed the outflow motor underperformed at 600 ml¿s per minute. Physical damage was found to the top cover, bottom cover, bezel, both door levers, pinch roller, outflow door cover. There are also 4 missing bumpers and 1 missing molex cap. The serial label requires update and software label requires update from v1.10 rev. 33 to v1.10 rev. 38. See vendor evaluation.